Manufacturer narrative:
The reported events of intermittent capture, r-wave amp variation, and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had intermittent capture, device sensing issues due to r-wave amplitude variation, and low pacing impedance. The patient was asymptomatic. A chest x-ray performed indicated the rv lead was dislodged. The rv lead was explanted and replaced. The patient was stable throughout the procedure.